Event description:
It was reported that prior to a surgical procedure at the user facility the device was blowing breakers due to the power cord experiencing water exposure. The procedure was completed successfully. No delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
The reported even was confirmed by a manufacturer field service technician. Upon inspection, it was found that the power inlet had been exposed to water which can lead to the reported event.